Event description:
The suspect device user began to feel weak and drank a glass of grape juice. They then used the device to check their blood glucose and obtained a result of 192 mg/dl. Emergency medical technicians were called and they checked pt glucose at 25 mg/dl on their equipment. They were treated with an IV and transported to the hospital. Controls were not used. The device was replaced and requested to be returned for evaluation.